Event description:
It was reported that the patient passed away. The patient's death was due to right ventricular failure and the subsequent respiratory failure. The patient experienced fluid overload, increased oxygen requirements, fatigue, and swelling. The increased increased oxygen requirements and work of breathing form fluid overload secondary to right ventricular failure. The patient was sent home on hospice care after refusing treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, respiratory failure, and subsequent patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed and hm3 lvas, serial number (B)(6) was not explanted for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was thought that the respiratory failure was related to the right ventricular failure as the fluid overload presumably contributed to the patient's difficulty breathing and increased oxygen requirements.